Event description:
It was reported that customer experienced cgm error 42 with g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed that error did not recur after reset, and successfully started new sensor session, with no additional issues reported.